Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against this trend code are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported an unknown quantity of false positive results with the ID now ID now covid-19 assay 2.0 performed on unknown dates. The customer stated a false positive result would occur ¿maybe 1 time in 6 months¿ but did not clarify a definitive quantity of test results. Repeat testing was performed and generated a negative result. Confirmation testing was not performed. Information regarding repeat testing and confirmation testing was provided by the customer as a generalized statement. It is unclear if the information applies to the prior occurrence(s). The customer stated some patients are asymptomatic but was unable/unwilling to provide specific details. Although requested, the customer refused to provide additional patient information, including treatment and outcome.